Event description:
Neonate had dialy-nate peritoneal dialysis (pd) drainage system in place and was receiving 5 ml flush passes every 2 hours. It was noted, about 20 minutes after a flush pass that the dialy-nate set had come disconnected at the point where the outflow tube from the patient connects to the collection meter. The tubing had slipped out of the amber yellow connector. The system was turned off to the patient and a new system, including pd solution was replaced. When the md was informed, he stated this was the third incident he was aware of in a 2 month period.